Event description:
It was reported that the lead was explanted and replaced due to clavicular crush. High capture thresholds, high pacing lead impedance, and noise were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.